Event description:
It was reported that on (B)(6) 2018 a representative of the manufacturer¿s technical services performed the percutaneous lead (driveline) clamshell repair. The repair was required due to a tear in sylastic driveline at distal bend relief. Post repair testing passed.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad driveline had damage which was secured with rescue tape. It was reported that no lvad dysfunction had occurred. Clamshell repair was scheduled for (B)(6) 2018.

Manufacturer narrative:
Section: additional information. Device evaluation: evaluation of the submitted photo confirmed damage to the patient¿s driveline at the distal end bend relief which required a clamshell repair. The patient handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.